Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number : (B)(4), batch/lot number: 19562252, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent lead replacement procedure. The patient was doing well postoperatively.